Manufacturer narrative:
One device was returned for investigation. Visual inspection found the rear and front housing cracked and fluid ingression on the downstream and upstream sensor seal. Multiple high pressure alarms were found in the event history logs. Root cause was traced to an inoperable downstream occlusion sensor which was replaced to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device was not working properly. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.